Event description:
The complainant has reported that the patient underwent therapeutic placement of a prefyx mesh sling in 2006. During physical examination that took place during an unscheduled follow up five months later, it was observed that the patient was experiencing recurrent persistent pain of mild intensity. The physician took immediate intervention by providing minor surgery to remove the prefyx device completely and replace it with a retropubic non tension suburethral sling. Patient is being monitored by physician. A full recovery is expected.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time.